Event description:
Information was received that a smiths medical cadd legacy pca pump had ended infusion four hours early. It was reported to be programmed to end at 3:20 pm, but ended and alarmed at 11:20. The medication infused was fluorouracil +ns, 250ml over 46 hours, 5.4mls/hr. No patient injury occurred.